Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller had a system self-check error. This issue occurred during support. No further details were provided.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs from the reported complaint date were consistent with the complaint. During the investigation the reported system self-check issue was not able to be reproduced. The voltage between the power battery manager (pbm) and the impellatronic was measured to see if there was an issue with the power supplied to the impellatronic but no issues were found. The cable between the impellatronic and 4-in-1 was also inspected but no issues were found. The root cause of the system self check issue could not be determined due to the inability to reproduce but the suspected components involved with the communication issues are the impellatronic and 4-in-1. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26133 as it is unknown if the initial reporter also sent the report to the food and drug administration.